Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating unable to be retrieved. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/21/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to dvt and pe. Per patient records, plaintiff¿s physician recommended on (B)(6) 2016 that the device not be retrieved; therefore, no retrieval attempt has been made. Plaintiff is alleging device is unable to be retrieved.